Manufacturer narrative:
(B) (4). (B) (4). Anvil/pawl pin. Eval summary - the analysis results found that one ec60 device was returned with the anvil bent upwards, the 3-stroke indicator damaged and without cartridge reload present. The firing mechanism was noted to be damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. No functional test could be performed. While no conclusion could be reached as to how the anvil became damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke to be incomplete. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at (B) (4).

Event description:
Date of event - last week. It was reported that during a vaginal hysterectomy procedure, the device's anvil was bent and the staples were not formed properly from the second to the seventh firings. The doctor oversewed the malformed staplelines. There was no adverse consequence to the pt. The device was being fired on the uterine vessels. Malformed staples occurred at all three strokes with white cartridges. The manual release was used to remove the device.